Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted in a patient. The patient had small 1.0mm pericardial effusion noted prior, to introduction of delivery system/25mm amplatzer amulet occluder into patient anatomy. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 177 seconds and a maximum act level of 246 seconds. On (B)(6) 2024, the patient presented to the emergency room with chest pain and shortness of breath on exertion, which improves with rest. It was noted that the patient had recently been taken off eliquis prior to implant of the occluder. The patient was admitted to the hospital. On 18 june 2024, a echocardiogram was performed and revealed a trivial circumferential pericardial effusion. There was no intervention performed. No additional information was provided.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was no difficulty implanting the 25mm amplatzer amulet occluder and the occluder was never completely retracted into the delivery system. The pre-existing 1.0mm pericardial effusion, did not enlarge/worsen after the implant procedure. The patient remained hemodynamically stable throughout the procedure. There was no intervention performed or planned due to the patient's chest pain and/or dyspnea. The cause of the patient's pericardial effusion is attributed to pre-existing pericarditis. The patient was prescribed a daily regimen of 0.60mg regimen of colchicine. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of chest pain, shortness of breath and pericardial effusion was reported. Information from field indicated that 1.0 mm pericardial effusion noted prior to implantation. There was no reported difficulty implanting the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Field indicated that the cause of the patient's pericardial effusion is attributed to pre-existing pericarditis. Based on the information received, the cause of the reported chest pain and shortness of breath could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.